Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the op check failed the therapy pca check. The customer changed the therapy cable and the problem persists. There was no reported patient involvement.